Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was reportedly an intermittent power issue with the pump. It was noted that the battery compartment was cracked and there was moisture and corrosion in it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2014 with the following findings: the battery compartment was found to be cracked in the thread area and below the grip pad. The battery cap tightly secured to the pump. The pump was unable to power on due to moisture contamination found inside the battery compartment and on the underside of battery cap. The audible tone and vibratory feature of the pump was not working and the display remained blank. The remaining steps were unable to be performed during investigation due to an unresponsive pump. A leak test revealed that the battery compartment was leaking at the crack. The pump case was removed and there was no evidence of additional moisture contamination found inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.